Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right essure coil was found buried in the omental adhesion/essure misplaced (right)') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, uterine fibroid, bladder haemorrhage, obesity, uterine fibroid, musculoskeletal disorder, vaginal itching, vaginal yeast infection, benign ovarian cyst, trichomoniasis, chlamydial infection, hemorrhagic cyst, colitis hemorrhagic, menstruation abnormal, intramural leiomyoma of uterus, constriction throat, coughing, sneezing, laugh incontinence, lumbar pain, endometriosis, excoriation, implant site hypopigmentation, vaginal dryness, extrauterine intra-abdominal localisation of iud (cul-de-sac normal), cystoscopy, adenomyosis, uterine adhesions, uterine bleeding, vaginal cuff dehiscence, varicose veins pelvic, dizziness and vaginal candidiasis. She took a home pregnancy test this past week and it was negative. Previously administered products included for an unreported indication: naproxen in (B)(6) 2019 and tramadol. Concurrent conditions included urinary retention, vaginitis bacterial, sexually transmitted disease and abscess. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2014 for contraception and genital bleeding, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as ibuprofen since (B)(6) 2014, meloxicam (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride (oxycodon) (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain / right pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraine / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back area pain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("omental adhesion"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, peritoneal adhesions, abdominal pain lower, vaginal infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: some tubal spasm, but otherwise easy placement. On imaging, it appeared that one essure coil had been dislodge trailing coils: right-3, left-1. The right essure coils were not identified in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2018: both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, lower abdominal pain, menorrhagia, abdominal pain, vaginal discharge, pelvic pain, dysmenorrhea and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right essure coil was found buried in the omental adhesion/essure misplaced (right)'), uterine perforation ('expulsion\ perforation - uterus') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, uterine fibroid, bladder haemorrhage, obesity, uterine fibroid, musculoskeletal disorder, vaginal itching, vaginal yeast infection, benign ovarian cyst, trichomoniasis, chlamydial infection, hemorrhagic cyst, colitis hemorrhagic, menstruation abnormal, intramural leiomyoma of uterus, constriction throat, coughing, sneezing, laugh incontinence, lumbar pain, endometriosis, excoriation, implant site hypopigmentation, vaginal dryness, extrauterine intra-abdominal localisation of iud (cul-de-sac normal), cystoscopy, adenomyosis, uterine adhesions, uterine bleeding, vaginal cuff dehiscence, varicose veins pelvic, dizziness and vaginal candidiasis. She took a home pregnancy test this past week and it was negative. Previously administered products included for an unreported indication: naproxen in (B)(6) 2019 and tramadol. Concurrent conditions included urinary retention, vaginitis bacterial, sexually transmitted disease and abscess. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2014 for contraception and genital bleeding, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as ibuprofen since (B)(6) 2014, meloxicam (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride (oxycodon) (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain / right pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraine / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back area pain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("omental adhesion"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and amnesia ("lost moter skill or memmory"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, peritoneal adhesions, abdominal pain lower, vaginal infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and amnesia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: some tubal spasm, but otherwise easy placement. On imaging, it appeared that one essure coil had been dislodge trailing coils: right-3, left-1. The right essure coils were not identified in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2018: both fallopian tubes are occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, lower abdominal pain, menorrhagia, abdominal pain, vaginal discharge, pelvic pain, dysmenorrhea and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- lost moter skill or memory. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion\ perforation - uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of essure device location of device: right essure coil was found buried in the omental adhesion/essure misplaced (right)') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, uterine fibroid, bladder haemorrhage, obesity, uterine fibroid, musculoskeletal disorder, vaginal itching, vaginal yeast infection, benign ovarian cyst, trichomoniasis, chlamydial infection, hemorrhagic cyst, colitis hemorrhagic, menstruation abnormal, intramural leiomyoma of uterus, constriction throat, coughing, sneezing, laugh incontinence, lumbar pain, endometriosis, excoriation, implant site hypopigmentation, vaginal dryness, extrauterine intra-abdominal localisation of iud (cul-de-sac normal), cystoscopy, adenomyosis, uterine adhesions, uterine bleeding, vaginal cuff dehiscence, varicose veins pelvic, dizziness and vaginal candidiasis. She took a home pregnancy test this past week and it was negative. Previously administered products included for an unreported indication: naproxen in (B)(6) 2019 and tramadol. Concurrent conditions included urinary retention, vaginitis bacterial, sexually transmitted disease and abscess. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2014 for contraception and genital bleeding, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as ibuprofen since (B)(6) 2014, meloxicam (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride (oxycodon) (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2017. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain / right pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraine / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back area pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("omental adhesion"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and amnesia ("lost moter skill or memmory"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, peritoneal adhesions, abdominal pain lower, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and amnesia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain, vaginal infection, vaginal discharge and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: some tubal spasm, but otherwise easy placement. On imaging, it appeared that one essure coil had been dislodge trailing coils: right-3, left-1. The right essure coils were not identified in the correct position. Received treatment for pain, abnormal bleeding, expulsion, perforation and bladder/urinary problems related events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2018: both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, lower abdominal pain, menorrhagia, abdominal pain, vaginal discharge, pelvic pain, dysmenorrhea and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event added: fallopian tube perforation. Outcome of events vaginal infection and vaginal discharge were updated to recovered. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right essure coil was found buried in the omental adhesion/essure misplaced (right)') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, uterine fibroid, bladder haemorrhage, obesity, uterine fibroid, musculoskeletal disorder, vaginal itching, vaginal yeast infection, benign ovarian cyst, trichomoniasis, chlamydial infection, hemorrhagic cyst, colitis hemorrhagic, menstruation abnormal, intramural leiomyoma of uterus, constriction throat, coughing, sneezing, laugh incontinence, lumbar pain, endometriosis, excoriation, implant site hypopigmentation, vaginal dryness, extrauterine intra-abdominal localisation of iud (cul-de-sac normal), cystoscopy, adenomyosis, adhesion, uterine bleeding, vaginal cuff dehiscence, varicose veins pelvic, dizziness and vaginal candidiasis. She took a home pregnancy test this past week and it was negative. Previously administered products included for an unreported indication: naproxen in (B)(6) 2019 and tramadol. Concurrent conditions included urinary retention, vaginitis bacterial, sexually transmitted disease nos and abscess. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2014 for contraception and genital bleeding, ethinylestradiol;norethisterone (ethinylestradiol; norethindrone) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as ibuprofen since (B)(6) 2014, meloxicam (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride (oxycodon) (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2017. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain / right pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraine / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back area pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("omental adhesion"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, peritoneal adhesions, abdominal pain lower, vaginal infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: some tubal spasm, but otherwise easy placement. On imaging, it appeared that one essure coil had been dislodge trailing coils: right-3, left-1. The right essure coils were not identified in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2018: both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, lower abdominal pain, menorrhagia, abdominal pain, vaginal discharge, pelvic pain, dysmenorrhea, device dislocation. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, migraines / headache, dysmenorrhea, dyspareunia, vaginal discharge, lower back pain, omental adhesion, were added. Patient¿s medical history, lab test and concomitant drugs added. On 13-aug-2019: information transferred from duplicate case 2019-002362. This fu was processed with fu2. On 7-aug-2019: no new significant information was added. Fu 2nd and 4th were processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right essure coil was found buried in the omental adhesion/essure misplaced (right)'), uterine perforation ('expulsion\ perforation - uterus') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, uterine fibroid, bladder haemorrhage, obesity, uterine fibroid, musculoskeletal disorder, vaginal itching, vaginal yeast infection, benign ovarian cyst, trichomoniasis, chlamydial infection, hemorrhagic cyst, colitis hemorrhagic, menstruation abnormal, intramural leiomyoma of uterus, constriction throat, coughing, sneezing, laugh incontinence, lumbar pain, endometriosis, excoriation, implant site hypopigmentation, vaginal dryness, extrauterine intra-abdominal localisation of iud (cul-de-sac normal), cystoscopy, adenomyosis, uterine adhesions, uterine bleeding, vaginal cuff dehiscence, varicose veins pelvic, dizziness and vaginal candidiasis. She took a home pregnancy test this past week and it was negative. Previously administered products included for an unreported indication: naproxen in (B)(6) 2019 and tramadol. Concurrent conditions included urinary retention, vaginitis bacterial, sexually transmitted disease and abscess. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2014 for contraception and genital bleeding, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as ibuprofen since (B)(6) 2014, meloxicam (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride (oxycodon) (B)(6) 2018 to (B)(6) 2018, pantoprazole from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2017. In 2014, the patient experienced pelvic pain ("pelvic pain/ pain / right pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraine / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back area pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("omental adhesion"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, peritoneal adhesions, abdominal pain lower, vaginal infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: some tubal spasm, but otherwise easy placement. On imaging, it appeared that one essure coil had been dislodge trailing coils: right-3, left-1. The right essure coils were not identified in the correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.; on (B)(6) 2018: both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, lower abdominal pain, menorrhagia, abdominal pain, vaginal discharge, pelvic pain, dysmenorrhea and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information updated. New event-" expulsion\ perforation - uterus" added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received : events added - migration of essure device. Reporter information, new lawyer, severity, date of birth was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.